Event description:
It was reported that the patient was experiencing loss of stimulation even if the spinal cord stimulator (scs) device was on. It was noted that the patients lead had high impedances and a possible fractured lead. Additional information was received that the lead was fractured at the point where the clik anchor was tightened down. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was not returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing loss of stimulation even if the spinal cord stimulator (scs) device was on. It was noted that the patients lead had high impedances and a possible fractured lead.